Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be related to the combination of user technique/procedural condition. The reported off-label use appears to be related to the use of the mitraclip device on the tricuspid valve. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation¿. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number. (B)(4). Exemption number e2019001.

Event description:
This is filed for causing damage to another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) and tricuspid regurgitation (tr) both with a grade of 4. A mitraclip was successfully implanted in the mitral valve, reducing mr to 1. It was then proceeded to treat the tr; two clips were implanted successfully. Upon advancing a third clip (90605u108), it was believed that it interacted with the second clip (90603u255) resulting in a single leaflet device attachment (slda) of the second clip. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The third clip was deployed to stabilize the slda. Post procedure tr was reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.